Event description:
It was reported that the patient was hospitalized for a week as she was not receiving boluses and experienced a heart attack. She was discharged on (B)(6) 2011. Currently they were having problems with the personal therapy manager (ptm) problems. They were unable to get beyond the communication screen and were receiving out of box message. The drug used in the pump at the time of the event was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).